Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/split. Pressure integrity testing was performed at 0.5 l/pm with 5 psi, (258 mmhg) of backpressure for 10 min. During the pressure integrity test there was a leak observed at the damage/split. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during initiation of cardiopulmonary bypass with the eopa arterial cannula, the surgeon noticed a hole in the cannula with blood leaking from it. Due to fragile aortic tissue, the cannula was not removed, and the hole was covered with bone wax and tape to treat the leak. Cardiopulmonary bypass was then initiated, and the surgery was completed.